Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patients parent reported that the implantable pulse generator (ipg) "is not working" and the right ventricular (rv) lead was "not connected right" and had a fracture. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.